Event description:
It was reported that during a hand-assisted laparoscopic nephrectomy procedure, the tissue pad fell off of device. The tissue pad was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.